Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and customer was able to resumed insulin delivery. Multiple attempts were made by cts to obtain the customers blood glucose level, but no response was received.